Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was 35 mg/dl. Troubleshooting for low blood glucose was performed. Customer's sister found the patient passed out on the floor and the paramedics arrived to take them to the hospital. Customer treated themselves with food and remembers being picked up from the floor by paramedics. Customer was advised to monitor the insulin pump and their blood glucose levels.